Manufacturer narrative:
(B)(4). Date sent: 2/1/2021. D4: batch # u5av2n. H6: component code: mechanical(g04). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received with the one piece sled detached and unfired making it nonfunctional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard.

Manufacturer narrative:
(B)(4). Photo analysis: upon visual inspection of the photos, the following was observed: the first photo shows a reload of 45mm with the retainer staple placed on the reload. The second photo shows a green reload from the pan area and the sled appears to be seen partially advance. The third photo shows a green reload from aside and the retainer is partially placed. The condition of the reload is consistent with an incomplete or interrupted cycle. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands on-device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the lobectomy surgery when severing lung lobe tissue on the 2nd firing, after fired, noted staples malformed with irregular shape (with straight leg). Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.